Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the parts. During the visual inspection, it was observed a small splits in the corners of neck trap. According to pfmea the occurrence for this failure condition could be caused by: supplier process related. Based on the analysis conducted on the customer reported issue of the tear on the eyelet, this issue was confirmed. Therefore, according to the instruction for use(IFU) and pfmea the occurrence of this failure condition could be caused by: velcro or metal clips from tracheostomy holders which may have sharp edges which can come into contact with eyelets and compromise the product integrity. Mitigations were put in place by the supplier for this occurrence. All mitigations on placed were verified and it was confirmed that it has been executing according, therefore no corrective actions could be implemented. This product will be monitor for this failure condition for threshold or escalation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that during a routine trach change, a tear was noticed on the eyelet. No patient injure was reported.